Manufacturer narrative:
Investigation on going. Additional information / results will be submitted in a supplemental report.

Event description:
It was reported that there was an issue with mallet. It was reported that during the hammering fragments fell from the metal jaw into the surgical wound. The splinter was removed and the wound examined for further splinters. No further splinters could be found. A revision surgery was not necessary. An additional medical intervention was necessary. Additional information has been requested but not yet received as of this report. Additional patient information is not available. The adverse event / malfunction is filed under aag reference (B)(4).

Manufacturer narrative:
The device quality and manufacturing history records (DHR) have been checked for all available lot numbers and the products found to be according to our specification valid at the time of production. There are no similar complaints against the same lot number with this error pattern. The surface should be hit as close to the center as possible. A lateral impact on the edge of the hammer will result in the damage found. Due to the multiple impact marks it is not comprehensible if a fragment is missing. Possibly the mentioned fragment originates not from the mallet, but from the struck counterpart. Due to the current deviation, the root cause of the problem is most probably usage related. According to the 8 d report a CAPA was not necessary.